Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown stem p/n unknown l/n unknown, unknown cup p/n unknown l/n unknown. It is unknown if product will be returned to zimmer biomet for investigation as its location is unknown; however, an investigation has been initiated. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports; 0001825034-2017-02450, 0001825034-2017-02451.

Event description:
It was reported that patient was revised due to dislocation. During the procedure, the head and liner were replaced. Attempts to obtain additional information have been made; however, no more is available at this time.